Event description:
Customer reported a keypad issue. Customer stated that the insulin pump randomly gets stuck and the numbers keep scrolling. Customer also mentioned that the batteries are lasting less than a week. Customer's current blood glucose reading is 251 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.